Event description:
It was reported that during a bariatric/gastric bypass procedure, the handle of the device was broken. The surgeon hand sewed to complete the procedure. Surgery was prolonged two hours.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the (B)(4) device was received with the firing trigger broken and with a (B)(4) reload loaded in the device. The reload was received partially fired and with the lockout spring normal. The device opened and closed without any difficulties noted. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.